Event description:
In 2008, the pt reported that he went swimming while connected to his infusion device and now believes there is water beneath the screen. He was advised to discontinue use of the device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.